Event description:
It was reported that during a procedure a farastar ablation generator was selected for use, however after approximal 20 applications in two pvs (total) the error message e-0x303: arc detect failure appeared on the display, then after four good application another error e-0x303: arc detect failure appeared and system showed immediately error f-0x201: main post failure, therefore the system was shut down but after turning on the system showed again error f-0x201: main post failure, finally the procedure was cancelled due to failed console.the device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.